Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The severe stenosed target lesion was located in the left circumflex artery. A 4.0mm x 8mm quantum maverick balloon catheter was selected for use. However, the balloon was fractured after unpacking. The procedure was completed with another of same device. There were no patient complications. Patient was stable. It was further reported that the delivery shaft was fractured when the packaging was opened.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a detachment occurred. The severely stenosed target lesion was located in the left circumflex artery. A 4.0mm x 8mm quantum maverick balloon catheter was selected for use. However, the device was fractured after unpacking. The procedure was completed with another of same device. There were no patient complications. Patient was stable.